Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 240 mg/dl.